Event description:
It was reported that during a laparoscopic cholecystectomy, the generator gave an error 7. It wasn't reported how the case was completed but there was no consequence to the pt. The handpiece was tested after the case and it was determined the handpiece would cause an error 7 handswitch error when the hand activation button was lit, regardless if the generator was in standby mode or ready mode. The handpiece was tested both with and without a test tip attached. One device to be returned for analysis by the customer. Pt info requested but none provided.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the instrument was received with a loose mount. The handpiece was tested on a generator and gave an error code 7. It no longer meets design specs for continuity. The handpiece was disassembled, a torn acoustic isolator was found in the instrument.